Event description:
It was reported that the patient has expired after an implant duration of approximately 0.3 months, due to unknown reasons. Through follow- up with the health-care provider, a copy of the discharge summary was received. Per the discharge summary: "... The family was called to visit the patient, the condition was too deteriorated despite the maximal medical care administered, the patient expired at 9:23 am."

Manufacturer narrative:
Device not returned; device remains implanted. This event was determined to be reportable per edwards lifesciences procedures. The patient also had two other devices implanted; (B) (6). The information was learned through implant patient registry. Through follow-up with the health-care provider, a copy of the discharge summary was received. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.